Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -14.0/4.5/87 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause of event was unknown.